Event description:
Nine months after receiving three cypher implants, the patient had restenosis in the following previously treated lesions: mid-1 rca and mid-2 rca. A taxus stent was used to treat the restenosis.